Event description:
A CT technologist connected a line from the power injector into the y-site of the IV pump tubing (site proximal to tubing). This practice had been followed for years with the previous IV system. The IV tubing became detatched from the heparin lock (extension) set. Communication with hospira revealed that their tubing is not specified to handle psi (pounds per square inch) from the power injector.note: we had recently converted to the hospira IV system. There had been no instruction to the diagnostic imaging staff that they could no longer connect to the tubing through the y-site.the patient was having an abdominal CT, computed tomography, due to abdominal pain. Additional follow-up reveals: we received follow-up communication from hospira stating that the tubing is specified to a maximum internal pressure of 8 psi. The hospital is not aware of any indication of this in the labeling or other literature that was received from hospira. Clinical staff (both radiology and nursing) reported that they had not been informed of any such limitations during in-service training by the manufacturer.